Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was originally reported that the device "doesn't work." It was later clarified that there was power loss out of surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the unit arrived disassembled, the lever was broken off, the switch and the cable were damaged, parts were missing from the unit, the unit was out of calibration, the control bar was not in the correct position, corrosion on the reciprocation arm and some screws were not original. The lever, spring, pins, reciprocation arm, screws, washers, compression spring, needle bearing, e-rings, retaining ring, motor, switch, plug harness, control bar, shaft bearings and sleeve bearings were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.